Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level. Reportedly, the error cleared and a cgm session was able to be started.